Event description:
It was reported that the ilet user filled pump tubing with insulin while the infusion set remained connected to their body, after which the agent directed him to disconnect and pause the ilet. This event involved the infusion tubing component and constituted an incorrect procedure during supply change education, with troubleshooting performed and oral glucose administered. Symptoms included hypoglycemia with a nadir of 41 mg/dl accompanied by shaking and drowsiness. Outcomes included recovery to 89 mg/dl during follow-up, and the user reported feeling better after fast-acting carbohydrates. No health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, identified a usage problem related to improper procedure with the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.